Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker was in safety mode and triggered an alert through latitude. The patient will be contacted and the plan is to have a box change as soon as possible. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. The local area sales representative was contacted for the return product location. At this time, no further information is available on the location of this device. If the device is return for analysis in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker was in safety mode and triggered an alert through latitude. The patient will be contacted and the plan is to have a box change as soon as possible. No adverse patient effects were reported. This device remains implanted.